Event description:
Follow-up surgery performed in order to replace implant component not properly seated to connected component during original surgery. There was no indication of a product malfunction.

Manufacturer narrative:
Currently information is insufficient to permit a conclusion as to the cause of the event. Review of DHR shows that lot released with no recorded anomaly or deviation related to incident. Per the representative, the follow-up surgery was successful and no long term impairment to the patient has occurred.